Event description:
Customer reported via phone call that there is a no delivery alarm. The blood glucose reading is 255 mg/dl. Customer states that they were bleeding when they pulled the old infusion set out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.